Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump became unresponsive and could not be unlocked after being disconnected during exercise, consistent with a touchscreen/display malfunction and associated user interface component failure; the device was replaced and data sync and shutdown steps were reviewed. Symptoms included no adverse clinical effects and blood glucose reportedly not impacted. Outcomes included continued use of the patient¿s cgm with a phone or receiver while awaiting the replacement and return of the original device using provided materials. Investigation included collection of user reports, request for a video of the screen behavior, and replacement with return for evaluation. Investigation of this device revealed a suspected display or touch interface failure preventing device unlocking, with the issue confined to the pump¿s screen assembly and not associated with alarms or alerts. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the screen/touch interface.